Manufacturer narrative:
The instrument was returned and evaluated. Engineering observed the instrument to be returned with the carbide insert detached from one grip. The brazing surface on the grip exhibits various voids in the filler material. The outer surface of grips do not exhibit damage. No other damage found.

Event description:
It was reported that during a da vinci si prostatectomy procedure, a fragment from the large needle driver instrument fell into the patient and was retrieved. The planned procedure was successfully completed with no harm to the patient.